Event description:
During a redo mitraclip procedure, a pericardial effusion occurred on the during transseptal puncture requiring a pericardiocentesis. The original mitraclip procedure was performed on (B)(6) 2024 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing the mr to a grade of 1. On (B)(6) 2024, the mr had increased to a grade of 3. The implanted clip remained stable on the leaflets and the physician stated the recurrent mr was due to a progression of disease. The patient underwent an additional mitraclip procedure. During the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion on the right side due to transseptal puncture. A pericardiocentesis was performed to stabilize the patient and the procedure was aborted. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.